Event description:
Caller states pt tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.09 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.